Event description:
It was initially reported that the patient experienced left vocal cord paralysis and hoarseness after implant surgery. The patient is pleased with her vns and the control of her seizures so she does not want the vns turned off. The patient will begin therapy if her voice does not improve. Follow-up indicated that the patient was seen by an ent and that are taking a ¿wait and see¿ approach. There is no known history of these events prior to vns.

Event description:
Additional information was received that the patient saw a speech therapist and is better.